Event description:
A pt underwent a CABG on june 22, 1999, a mediastinal exploration on june 23, 1999, a thoracentesis on july 1, 1999, and a tracheostomy on july 8, 1999 due to ongoing respiratory insufficiency. In 1999, a dobbhoff tube was placed and an x-ray demonstrated that the tube extended through a right lower lobe bronchus into the right lower chest. The tube doubled back on itself with the tip overlying the mid portion of the mediastinum. A right pneumothorax developed. The pt then suffered cardiac arrest. Basic life support and advanced cardiac life support were administered unsuccessfully and the pt expired.